Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they went to mexico for their anniversary and had to go through 2 security detectors with stimulation still turned on. Patient stated since then, they can feel the shocking but it's not working and they are having to charge every 2 days. Patient mentioned they had hardly any back pain and are now full on back pain again. Patient stated they have tried all groups available without resolve. Patient mentioned they used to be feel stim strongly at "2" but now they are up to "3" and can barely feel stimulation. The patient was redirected to their healthcare provider to further address the issue.